Event description:
The user reported that the switch does not always turn off. Our investigation found that the switch was damaged which prevented it fully disengaging the switch occasionally.

Manufacturer narrative:
The user reported that the switch does not always turn off. Our investigation found that the switch was damaged which prevented it fully disengaging the switch occasionally. The failure was caused by a damaged switch assembly that causes the switch to stay in the on position intermittently. It appears that the switch was stepped on or crushed in a reclining mechanism.